Event description:
It was reported that pump screen was dark and would not turn on while red light flashed periodically and pump beeped and vibrated at regular intervals. There was no reported impact to the customer¿s blood glucose level because customer declined to provide blood glucose information. Customer contacted support, was informed that pump was out of warranty and therefore pump was not replaced, and no additional corrective actions were documented.